Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump was emitting call service 064 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: a review of the black box indicated several call service 064 and 078 alarms had occurred on (B)(6) 2016. The pump powered on normally and successfully completed ez-prime steps with no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no issues. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked; the audio bolus button was torn but the button remained responsive; the pump cover was removed and there was evidence of moisture found on the power circuit. (B)(4).